Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button on the pump was not responsive. The customer's blood glucose level was 203 mg/dl. After the pump was plugged into a power source, the pump display came on and the customer was able to access the pump features. The customer had insulin injections to manage diabetes.